Manufacturer narrative:
A maquet field service technician investigated the unit and found the 12 a breaker intermittently trips and the unit shuts down. The technician found the problem with the compressor. The compressor was drawing excessive current. Therefore the compressor was replaced. Preventative maintenance, functional test and safety check as per the service manual were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Event description:
Incident description from the customer: "device shut down during pre-check, no patient was involved." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA , submits this report on behalf of the legal manufacturer of the device (B)(4). The unit has been sent to the depot for repair and at this time the repair is not complete.. A supplemental medwatch will be submitted as soon as additional information becomes available.